Manufacturer narrative:
Results: visual analysis observations and testing: received one used q-syte unit from an unknown lot number. The q-syte unit was permanently bonded to an extension set also received a 60 ml nipro syringe. Visual/microscopic evaluation: the septum was molded using the 16 cavity mold slits tears on the septum top disk. Water leak test: the q-syte unit was connected to the water leak test station and tested in the un-actuated and actuated positions. Leakage was confirmed in the actuated position during testing septum column tear assessment: damage (tear) was observed along the column wall. Bottom septum evaluation: the returned unit was disassembled to evaluate the bottom septum condition. No physical/mechanical damage was observed to the septum bottom disk. Photos of the slit centeredness: the septum slit cut was not off center on any of the returned q-syte unit. Investigation samples(s) meet manufacturing specifications: no, the returned q-syte unit provided for evaluation displayed septum slit tears on the septum top disk and a column tear which did leak, when leaked tested. Conclusions: the defect of leakage at luer connection, as stated as the reported code was confirmed with the returned unit. The source of leakage was the vent hole due to the column tear. Confirmed there were slit tears on the septum top disk. Did the evaluation confirm the customer¿s experience with the bd product? Yes; the customer experienced was confirmed based on the evaluation and testing that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? Yes; reproduction of the customer¿s experience was achieved with the testing performed on the returned unit. Was the device used for treatment or diagnosis? Treatment. Relationship of device to the reported incident: indeterminate. A definite source that caused damage to the column tear; which contributed to the leakage, could not be established. The failure modes normally attributed to these types of damage are incorrect usage or excessive actuations. A definite source that contributed to the slit tears could not be established. This type of damage is normally attributed to incorrect usage or excessive actuations.

Manufacturer narrative:
Medical device expiration date: unknown. No lot # provided. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a bd q-syte¿ luer access split-septum stand-alone device malfunctioned during use as ¿the drug leaked from the connection of the male luer of nipro syringe and the female luer of q-syte septum.¿ there was no report or injury or medical intervention needed.